Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that the patient's ins battery was not depleting and the patient couldn't adjust programming. They noted the patient programmer and recharger showed ins battery reading full (not depleting) and the patient normally charged every three days. When asked what the caller meant when they said the patient couldn't make adjustments they said they tried turning the ins off like they would for an MRI and it wasn't doing anything. Troubleshooting could not be performed due to lack of access to the product. No symptoms or further complications reported.